Event description:
It was reported that patient had mid femur fracture, implants removed and replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.